Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that her "blood pressure went really low" and her heart rate was "really high". It was also noted by the patient that she has a history of atrial fibrillation. No further patient complications were reported as a result of this event.